Event description:
It was reported by service report that the head-end was stuck, and it would not go up or down. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty cpu board.